Event description:
On october 26, 2004 this spv polaris adjustable pressure valve was implanted on a pt (female) for v-p shunting. The initial setting pressure was 110mmh2o. In may 2005, pt's condition was coming on trouble, and the dr revised the valve with another. No pt injury was reported, excepted transient neurological complications.

Event description:
On october 26, 2004, this spv polaris adjustable pressure valve was implanted on a patient for v-p shunting. The initial setting pressure was 110mmh2o. In 2005, patient's condition was coming on trouble, and the doctor revised the valve with another. No patient injury was reported, excepted transient neurological complications.